Manufacturer narrative:
Evaluate one opened/used enlite sensor and found needle separated from sensor base. We were unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top part of her sensor broke off. The customer states the needle is broken off. The customers' blood glucose level at the time was unknown. The device is being returned for analysis and replaced.